Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a case, the console kept faulting. The technical support engineer reviewed live logs and found repeated error 23123 related to the left master tool manipulator (mtm). To continue the procedure, the team disabled the mtm and used the other console, as the system was a dual console setup. They planned to perform a hard power cycle on the console after the case to see if it would resolve the issue. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and errored out when installed on an in-house system. The unit was then installed on a test fixture and found to fail clutch button calibration verification and gravity balance test post sine cycle. After calibrations the tests passed. Additionally the unit failed slow gravity balance test post sine cycle for wrist pitch (axis 5) and as a result the grip motor and mcmy pca were found to be the source of the issue. The complaint was confirmed based on the error logs, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the grip motor and mcmy pca in the mtm.

Event description:
Refer to h11 for follow-up information.